Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and salpingitis ("important fallopian tubes inflammation") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In(B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("low back pain") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and hypersensitivity ("potential allergic reaction"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and back pain had not resolved and the salpingitis, menorrhagia and hypersensitivity outcome was unknown. The reporter provided no causality assessment for back pain, hypersensitivity, menorrhagia, pelvic pain and salpingitis with essure. The reporter commented: many exams were done which did not underline any disorder. It took 2 years and a visit with the gynecologist to highlight a potential allergic reaction with important fallopian tubes inflammation. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: no abnormal findings. Ultrasound scan - on an unknown date: no abnormal findings. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.